Event description:
It was reported the pt did not meet the criteria for the excluder bifurcated endoprosthesis because of >60 degree neck angulation and very tortuous anatomy. However, in 2003 the clinician straightened the anatomy with wires and proceeded. Two trunk ipsi's were deployed because 5cm of the aortic neck was uncovered. It is unclear which trunk ispi was used first and which was used second. Results were a type I proximal endoleak. The clinician hoped that possibly the anatomy would conform to the devices and control the endoleak. In 2004 discussion with the field sales associate revealed the clinician now believes the endoleak is a secondary type I endoleak and has adopted a 3 mos interval for check-ups. There is no allgegation of product deficiency. The pt is fine.